Event description:
It was reported the customer received an occlusion alarm. Reportedly, the customer had been adding/removing insulin from the cartridge while it was still loaded onto the pump. Tandem technical support reminded the customer this was off label. The customer reset the pump to clear the alarm. Additionally, the customer reported seeing air bubbles in the patient line. The customer primed the air bubbles to resolve the issue. The customer's blood glucose was 245 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.